Manufacturer narrative:
Investigation completed. Patient information: age: unknown; weight: unknown; height: unknown; gender: unknown. Date of implantation: (B)(6) 2019. Date of removal: (B)(6) 2020. Opening pressure upon intake: at the time of intake, the progav 2.0 showed a pressure setting of 4 cmh2o. Visual inspection: the following observations were made during the visual inspection: - deformation of the housing and protein deposits outside the progav 2.0. Permeability test: the test showed that the progav 2.0 shunt system is permeable. The test liquid flowing through the test device presented highly contaminated liquid, but no leakage. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shunt assistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, slightly deposits were found in both valves. Results. Based on our investigation, we are not able to substantiate the claim of "leakage between the gravity valve and the tube". At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
When additional information or the product becomes, available a follow up report will be submitted.

Event description:
On (B)(6) 2019, a shunt was implanted. Two months later, the doctor found that there was leakage between the gravity valve and the tube, and the patient's scalp bulged after pressing the reservoir, which would occur every time the reservoir was pressed. After (B)(6) 2019, the patient suffered from fever repeatedly, indicating infection. On (B)(6) 2020, extubation was performed. One week after extubation, the patient was stable. The infection is suspected to be caused by leakage of fluid at the junction of the shunt. Additional information was not provided.